Manufacturer narrative:
(B)(4). Additional concomitant medical products: femoral head # item 00801802803 lot 63334254; constrained liner packaged with constraining ring # item 00711505028, lot 62636038; unknown cup. (B)(6). Reported event was confirmed by review of x-rays provided. X-rays were received and the review stated that there was superior and posterior dislocation of a left total hip arthroplasty. No signs of loosening, wear, and radiolucency. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to dislocation that occurred between acetabular liner and femoral head. X-ray review states that there is a linear lucency along the lateral cortex of the proximal femoral diaphysis could represent a fracture. Attempts have been made and additional information on the reported event is unavailable.